Event description:
The lay user/patient contacted lifescan (lfs) in 2007 and alleged that his meter was not powering on. The patient had discarded the meter prior to calling lfs and therefore, could not provide the name/serial number of the product. The medical affairs specialist was not able to reach the patient via phone after several attempts and sent a letter to the address provided. The patient had reported that he discarded the meter since it was not powering on. He did not know which meter he had. The patient also reported that in april (exact date not provided), around 3 or 4 pm, he went to the hospital since he was experiencing symptoms of being thirsty and weak, and his meter would not power on. It is not known as to when the power issue started and how long he was not able to test his blood glucose. At the hospital, his blood glucose level on the hospital meter was 500 mg/dl and he was treated with insulin (dosage/type not provided). This complaint is being reported because the patient alleged a power issue on the reported meter and was not able to test his blood glucose due to that. The patient also reported that he experienced symptoms and was treated for hyperglycemia at the hospital. The power issue could not be troubleshot/resolved since the patient discarded the meter prior to the call. A replacement meter was sent to the lay user/patient.